Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing drainage and redness around his driveline site. Cultures were taken and indicated methicillin-resistant staphylococcus aureus. The patient was admitted into the hospital and was given antibiotics. A driveline debridement is to be performed.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: the pump was not returned to the manufacturer for evaluation and an autopsy was not performed. A correlation between the device and the reported driveline infection and subsequent multisystem organ failure could not be determined through this evaluation. The instructions for use lists driveline infection as an adverse event that may be associated with the use of the heartmate ii lvas. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: debridement was not performed, and the infection did not resolve. The patient expired on (B)(6) 2015 due to multi-system organ failure. The hospital staff does not believe it was pump related, as all of the pump parameters were within normal operating conditions with no changes. The patient's family withdrew support. It was also reported that the pump will not be returned for evaluation and an autopsy was not performed.